Event description:
It was reported on 8/5/08, pt presented with tortuous iliacs and a 5cm aneurysm in right iliac; treated with a bifurcated device, two proximal cuffs, and a limb extension on one month earlier. When pulling/removing the contralateral limb sheath and wire, the physician inadvertently removed the .014 wire. Due to the tortuosity of the iliac vessels, attempts to re-advance the .014 wire with a gooseneck snare was unsuccessful, there were no end snares available. During this process, the pt lost some blood and the procedure time was about 4-5 hours. The physician wanted to bring back after obtaining some end snares in order to complete the procedure. The pt was brought back on two days later on event date, to place the last limb extension. Outcome was good and the pt is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.